Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 162 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.